Event description:
Bpm isn't working correctly. Arm cuff will not inflate as it should. It'll inflate a little then decrease on its own. There aren't any error codes displaying on the screen. This has been happening in the last 3-4 days.

Event description:
Bpm isn't working correctly. Arm cuff will not inflate as it should. It'll inflate a little then decrease on its own. There aren't any error codes displaying on the screen. This has been happening in the last 3-4 days.